Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.   The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported when attempting to connect with the ipg following an ipg replacement procedure, multiple attempts to connect to the ipg failed. Ipg was placed into surgery mode prior to surgery. Electrocautery was used. Procedure was completed using another ipg.